Event description:
Customer reported an "low lumens, fluttering". We were not aware of any MDR reportable events. Subsequent info including investigation, determined that this type of report may be reportable. Upon evaluation of the device, the same malfunction was identified as other MDR related reports. No injury and no delay in surgery was reported for this device.

Manufacturer narrative:
Evaluation results: the device was received in 2005 and evaluated. Customer complaint was verified. Investigation did find a malfunction of the taper. This was caused by outgassing of adhesive that is used on an internal component. This outgassing caused surface contamination build up on the optical taper and results in low light output.